Event description:
Boston scientific received information that pacemaker was repositioned due to lateral displacement of the device and signs of pre-erosion. The suture hole on the device was not used in the initial implant and the clinician elected to not use it in the reposition. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.